Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a no delivery alarm. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit the tubing. Customer stated the cannula is not bent. Customer was instructed to reconnect the tubing at the quick release and prime; the insulin did exit. Customer was advised to change the entire set; she did not get a no delivery alarm after the change. Nothing further reported.